Event description:
Caller reported experiencing a minimum fill notification with their insulin pump for the past 18 days. There was no adverse impact to the customer's blood glucose level. The caller attempted to load a new cartridge with 200 units of insulin and successfully resolved the issue by loading a second cartridge onto the pump. Technical support provided guidance to clean the pneumatic tap area with an alcohol wipe or lint-free cloth during future cartridge changes. The customer acknowledged and understood the instructions, and insulin delivery was successfully resumed.